Event description:
It was reported the patient received shocks. Upon interrogation, it was the noted the shocks were inappropriate. Technical support was contacted and suspected it was due to the programmed device settings and recommended reprograming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.